Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when the gallbladder was recovering through the abdominal wall, the recovery bag was torn at the tip and the gallbladder fell back into the abdomen. The surgeon needed to search for the gall bladder inside the cavity. A new catch bag was on unpacked to resolve the issue. There was no patient injury.